Manufacturer narrative:
On (B)(6) 2017, the reporter contacted animas, alleging that an area of the pump casing other than the battery compartment or cartridge compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is not being reported because there is no impact on insulin delivery function and no delay in treatment. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a casing/condition issue. The reporter alleged that the battery compartment was found to have moisture within. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or the cartridge compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-may-2018 with the following findings: during investigation, the pump was returned with moisture in the battery compartment. A leak test failed due to a crack in the battery compartment starting at the threads. The pump was opened and there was no moisture found.